Event description:
It was reported that a faradrive steerable sheath was selected for use for a pulsed field ablation procedure. During preparation, poor air tightness was noted. The device was replaced and procedure was completed with another faradrive sheath. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental medwatch will be filed.